Manufacturer narrative:
A visual examination of the returned device found the unit to be in good physical condition. Mechanically, all knobs and switches appeared to function properly. An electrical evaluation found the unit met performance specifications and is in proper working order. All wires were inspected along with solder joints. The wires were manipulated while monitoring power output and no issues were identified. Additionally, the unit passed final testing. The condition of the returned incident device was not consistent with the complaint that the unit had questionable power calibration. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a polypectomy procedure on (B)(6), 2010. According to the complainant, the endostat unit is outputting more energy than what the physician expects. The physician had previously used an older model of the endostat to complete similar polypectomies, and feels that this unit may not be properly calibrated. On the older model, the physician used an output of 30 watts to complete procedures; however, for this endostat iii, the physician had to lower the output to 15 watts. The physician was able to complete the procedure by using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a polypectomy procedure on (B)(6), 2010. According to the complainant, the endostat unit is outputting more energy than what the physician expects. The physician had previously used an older model of the endostat to complete similar polypectomies, and feels that this unit may not be properly calibrated. On the older model, the physician used an output of 30 watts to complete procedures; however, for this endostat iii, the physician had to lower the output to 15 watts. The physician was able to complete the procedure by using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.